Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column and air in the device were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported air in the device and observed loss of fluid column were due to the observed torn hemostasis valve. The cause of the observed torn hemostasis valve was unable to be determined. The reported unexpected medical intervention was due to case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), mitral annular calcification (mac), and restricted leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted.following removal of the clip delivery system, air was observed within the steerable guide catheter (sgc). Aspiration was performed to remove the air. Upon removal of the physician¿s thumb from the valve port entry, air was again noted within the chamber. The mr was reduced to grade 1¿2 post-procedure. No clinically significant delay was reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), mitral annular calcification (mac), and restricted leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Following removal of the clip delivery system, air was observed within the steerable guide catheter (sgc). Aspiration was performed to remove the air. Upon removal of the physician¿s thumb from the valve port entry, air was again noted within the chamber. The mr was reduced to grade 1¿2 post-procedure. No clinically significant delay was reported.